Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-aug-2019 the following findings: during investigation, there were reboots at the end of the black box. There was no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap used for investigation. Test cap attaches securely to pump. Pump powers on with display remaining blank. The pump was opened; no damage found to the power circuit. No damage found to display screen. When test display screen was used; display functions properly. The apparent lack of power was due to failed display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.